Event description:
Received information that alleged a 980 ventilator reset while on a patient. As per reporter ventilator provided a continuous audible alarm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).